Event description:
"Three days after stenting, the patient had st elevation. An angiogram was performed, and in-stent thrombosis was found in the mid-cypher stent till distal (100%)."

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.